Event description:
The account stated that the architect i2000sr analyzer has generated discrepant results on a patient sample. On (B)(6) 2010, a b-hcg test was ordered stat and the result was (B)(6). On (B)(6) 2010, the physician requested another blood draw and the result was (B)(6). The laboratory then tested the original tube from march 8th and the result was (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.